Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had blank display. The customer¿s blood glucose was 76 mg/dl. Troubleshoot was performed for blank display however the display did not return. Advised to discontinue use of the insulin pump and advised to revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with blank display due to corroded battery cap contact. With a test battery cap, unit was received with normal operating currents and no unexpected off no power alarm, low battery alarm or blank display noted. Unit was received with cracked battery tube threads, corroded battery tube and cracked belt clip slot at battery tube threads area.